Event description:
Customer returned a basal thermometer which had been received broken. Pharmacy reordered two (2) and one came in broken, the other was not. Upon further inspection of non-broken thermometer, it was noticed that they are very difficult to remove from packaging and could break also in just trying to remove from its holder.